Event description:
It was reported that the angiocath plus 22ga x 1in catheter tube was tore during the insertion. This occurred with 4 catheters during use. The following information was provided by the initial reporter, translated from korean to english: "catheter tube is torn. The tube tears when the nurse moves the insertion g catheter tube up and down".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-23. H6: investigation summary: one sample with open packaging was received by our quality team for evaluation. The sample was subjected to visual inspection and a ¿v-cut¿ near the catheter tip was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The ¿v-cut¿ on the catheter matches the shape of the bevel, which could be caused by the needle pierced through the catheter. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and automatically rejected by the inline tip spear vision inspection system. The needle pierced through catheter could also occur during product application when the product was manipulated or cannula re-insertion to the catheter. As the sample was returned in open packaging, the actual root cause could not be established. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonperformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the angiocath plus 22ga x 1in catheter tube was tore during the insertion. This occurred with 4 catheters during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "catheter tube is torn. The tube tears when the nurse moves the insertion g catheter tube up and down."